Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a herniorraphy on 10/2018 and the absorbable straps were used. It was reported that the clips were opened but not closed as it should be at the moment when the mesh is required. The hooks came open from the device and did not fulfill its fixing function and the clips did not fix the mesh, they did not close for fixing and after that the clips did not come out and the mesh could not be fixed. There were no patient consequences. No additional information has been requested.

Manufacturer narrative:
(B)(4). The analysis results found that the strap12 device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually. 4 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.